Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were frequent occlusion alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/16/2015.device evaluation: the device has been returned and evaluated by product analysis on 06/01/2015 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed multiple occlusion alarms with high force. A prime sequence and 24 hour duration test were successfully completed with no duplicated occlusion alarms. The force sensor calibration measured within specifications. Unrelated to the initial complaint, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.